Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific bg value was provided. The customer declined to provide any information or to complete troubleshooting regarding their low bg event. The customer was guided through adjusting their pump settings to address their low bg levels.